Event description:
Infusaport identified in 2008 as having failed. In 2009, portogram revealed contrast not filling the subclavian vessel. Infusaport implanted in 2007 at hospital, removed in the same month at another local hospital. During removal under fluoroscopy, surgeon identified that the port tip was severed at 9 cm to 10 cm mark at clavicular rib junction. Tip seen on fluoro in the right atrioventricular region. Patient then referred to interventional radiology on the same date and tip removed under fluoroscopy in the angiographic suite. Dates of use: 2007 -- 2009. Diagnosis or reason for use: administration of medication / chemotherapy.